Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented through merlin.net transmission, several auto mode switching episodes due to far-r oversensing was observed. Programming changes were suggested. Patient will be scheduled for in clinic visit for further evaluation.